Event description:
It was reported there was a shocking or jolting sensation. The patient had been reaching up into a shelf earlier and had felt a shocking sensation and also reported they felt an "action" which was unknown in their chest area which lasted a second or two. Patient was feeling good at the time of report but was still a bit weak. It was noted there was some weakness after this happened. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3389s-40, lot # v015168, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v015643, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information received reported that the sensation was a one-time incident and the patient never saw a physician for it.